Event description:
Patient reported current transfer device does not work. Unknown if pt missed a dose, adverse event experienced, available for return or if md aware. No further information provided. Product lot numb not provided. Indication=nonfamilial hypogammaglobulinemia, selective deficiency of immunoglobulin g [igg] subclasses, selective deficiency of immunoglobulin a [iga]. Reported to (B)(6) by pt/caregiver.